Manufacturer narrative:
(B)(4). Product under eval.

Manufacturer narrative:
(B)(4). The investigation and product evaluated was complete. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage.

Event description:
Consumer complaint of lo blood glucose result. Customer feels well and observed no symptoms. Expected fasting blood glucose test result range is 75 to 100 mg/dl. Testing performed 10 to 15 times daily. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of lo and lo. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:lo (B)(6) 2015 03:28pm fasting:yes; 2:lo (B)(6) 2015 02:34pm fasting:yes; 3:lo (B)(6) 2015 02:27pm fasting:yes; 4:lo (B)(6) 2015 02:26pm fasting:yes; 5:68mg/dl (B)(6) 2015 01:04pm fasting:no. Adverse event not reported.

Event description:
Consumer complaint of lo blood glucose result. Customer feels well and observed no symptoms. Expected fating blood glucose test result range is 75 to 100 mg/dl. Testing performed 10 to 15 times daily. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of lo and lo. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: lo, (B)(6) 2015, 03:28 pm, fasting: yes; 2: lo, (B)(6) 2015, 02:34 pm, fasting: yes; 3: lo, (B)(6) 2015, 02:27 pm, fasting: yes; 4: lo, (B)(6) 2015, 02:26 pm, fasting: yes; 5: 68 mg/dl, (B)(6) 2015, 01:04 pm, fasting: no. Adverse event not reported.